Manufacturer narrative:
Correction: it was documented in the initial medwatch report that only one device was involved in the event. During subsequent follow-up with the customer, it was found that two devices should have been entered into the complaint. Therefore, this is report 1 of 2 for the same event. Additional information: UDI: (B)(4). The serial number was documented as unknown in the initial report and has been updated as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (jul 21, 2017) has been updated to reflect the date the device was manufactured. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the saw head was broken. It was further determined that the device failed pretest for check status of development, general condition, check steel housing, and check saw blade coupling. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. The issue on the broken adjuster coupling has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the hand, it was observed that the attachment device broke. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.